Event description:
The customer reported, the system displays a precharge voltage error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the system to be operating as intended. (B) (4).